Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump registered customer blood glucose (bg) as 45 mg/dl; however, customer did not "feel low". Customer checked blood glucose meter and it read 128 mg/dl. After troubleshooting with tandem technical support (cts), the customer could not recall what device the 45 mg/dl was read on. Current bg was 129 mg/dl. Cts assisted customer with delivering a bolus.